Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a cholangiopancreatography (cpre) and stent procedure in the choledocolithiasis of a (B)(6). During the procedure, the guide catheter broke and the stent was unable to be deployed. The guide catheter breakage occurred within the push catheter allowing the delivery system to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a cholangiopancreatography (cpre) and stent procedure in the coledocolitiasis of a (B)(6) old male patient weighing (B)(6). During the procedure, the guide catheter broke and the stent was unable to be deployed. The guide catheter breakage occurred within the push catheter allowing the delivery system to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
Visual inspection of this device revealed that the touhy borst, usually attached to the proximal end of the guide catheter, was not returned with the complete delivery system. The push catheter was slightly bent at the proximal end of the push catheter hub and several bends were observed along its working length. There was a kink on the push catheter at approximately 28.5 centimeters from the distal end of the push catheter hub. The suture hole on the push catheter was torn and the suture was twisted at about 360 degree from the suture hole on the push catheter to the proximal barb of the stent. Functional evaluation could not be performed on this device due to the damages to the device. The proximal remnant of the guide catheter broke completely away from the delivery system and was not returned for evaluation. The suture was cut in order to access the distal remnant of the broken guide catheter and the distal remnant of the guide catheter was noted stretched, kinked and contained a suture impression. The working length of the returned stent was slightly bent. It appears both the guide and the push catheter most likely became damaged at the same time during the procedure, probably due to excessive force applied in order to retract the guide catheter and deploy the stent. Therefore, based on the physical damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.